Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s14b07054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 5. There were no leaks identified. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.